Event description:
It was reported that balloon rupture occurred. Ipsilateral progressive approach was performed. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After placement of the 6fr sheath, the cto lesion was crossed with mach1 and non-boston scientific (bsc) devices. A 1.2mm x 15mm x 142cm fg coyotefc (emerge) balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another coyotefc at 14 atmospheres and then dilated with 2-240 non-bsc device. There were no patient complications nor injuries reported and patient condition was good.